Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09957. (B)(6). It was reported coronary restenosis occurred. It was reported that coronary restenosis occurred. In (B)(6) 2012, patient presented with stable angina. Subsequently, an elective percutaneous coronary intervention (pci) was performed. There were two target lesion. The target lesion#1 was 100% stenosed, 20x2.75mm, eccentric, type c, diffused lesion located in the distal left circumflex (lcx) artery. The target lesion#2 was 75% stenosed, 25x3mm, eccentric, type c, diffused lesion was located in the proximal lcx artery. The lesion#1 was treated with predilatation and placement of a 2.75x24mm promus element " drug-eluting stent at 11 atmospheres. Then in lesion#2, a 3.00x28mm promus element " drug-eluting stent was placed at 10 atmospheres without predilatation. Post dilatation to each stent was performed with visual residual stenosis rate as 0%, timi flow 3 were confirmed. One day post procedure, the patient was discharged. In (B)(6) 2013, the patient presented for follow-up. Subsequently, coronary angiography was performed which revealed a stenosis in the distal and mid right coronary artery (rca). Coronary restenosis in the posterolateral of lcx was confirmed. Pci to distal and mid rca and posterolateral of lcx was performed as a treatment. On the same day, the symptoms were considered resolved.